Event description:
It was reported that during the procedure, the unspecified promus stent system was advanced into the patient anatomy and the promus stent system had difficulty crossing the ostium of the saphenous vein graft to the right coronary artery where a stent had been previously placed. The stent system was removed from the patient anatomy and further pre-dilatation was performed. The promus stent system was then re-inserted and the stent was deployed in the correct area of the vessel. A 3.0 x 15 mm non-abbott dilatation catheter was then advanced into the patient anatomy to perform dilatation at another lesion and it was noted that the 2.25 x 8 mm promus stent was on the dilatation catheter. Cath lab staff were unaware until that point that the stent had dislodged, but it was assumed that the stent may have become dislodged when it was held up at the ostium the first time. The dislodged stent was removed from the patient anatomy on the dilatation catheter. There were no adverse patient sequelae and no reported clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and contrast in the loosely folded balloon consistent with preparation and the sds advanced into the patient anatomy. The dislodged stent implant was returned on the balloon of the non-abbott balloon catheter, confirming the reported dislodgement. There were bent proximal and middle struts on the stent implant. There were flared distal struts on the stent implant. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The non-abbott balloon catheter was returned with bends in the shaft and the balloon was loosely folded. The stent outer diameter measurements were not done due to the damage noted to the stent implant. Physical resistance when crossing a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the sds was having difficulty crossing a stent deployed in a previous procedure which likely contributed to the reported resistance during advancement. Additionally, it was reported that the sds was removed from the anatomy after the first failed attempt and then re-inserted into the anatomy. It should be noted the promus instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is unknown when the stent dislodgement occurred; however, it was believed by the catheter lab staff that the stent dislodged during the first failed attempt to cross. It is likely an interaction with the lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds within the patient anatomy during retraction would have then led to the stent dislodgement. Additional treatment was used to retrieve the dislodged stent which likely contributed to the noted stent damage. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the promus sds was used in a saphenous vein graft. It should be noted the IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for physical resistance for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.